Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 17 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 17 malfunction events, where it was reported the devices experienced ground path compromised. There was no patient involvement.

Manufacturer narrative:
Upon completion of the investigation on one of the devices; it was determined that it was not experiencing the issue ac shock. The count of events has been corrected to reflect this.

Event description:
This report summarizes (B)(4) malfunction events, where it was reported the devices experienced ground path compromised. There was no patient involvement.

Manufacturer narrative:
Upon completion of the investigation on one of the devices; it was determined that it was not experiencing the issue accessible ac current. The count of events has been corrected to reflect this.

Event description:
This report summarizes 16 malfunction events, where it was reported the devices experienced ground path compromised. There was no patient involvement.